Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve laparoscopy, in the gastric antrum, the device failed, the insertion of the staple was not allowed and was blocked. The stapler was able to fire, the surgeon was able to press the green button and squeeze the handle. The jaws of the device locked on tissue. They opened the stapler but the blade did not come out, it got stuck and the left half of the gun was not. The reload did not advance to stop the blade. Another reload was used to complete the case. There was no patient injury.